Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on mega needle driver instrument was found to be broken while suturing. The procedure was completed with a backup instrument with no reported injury. On 12/18/2024, isi contacted the nurse and obtained the following additional information about the complaint: the instrument was inspected prior to use with nothing out of ordinary to be noted. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing of grips ; left/right (yaw) motion of the grips ; up/down (pitch) motion of the wrist. There was 1 cable protruding from distal end of instrument. No fragment fell into patient's anatomy. The instrument was available for return to isi for evaluation.